Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assy. The motor was found corroded. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped working after being exposed to water. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment was filled with water. The insulin pump will be returned for analysis.